Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving a draining slowly alarm and an air detected in cassette alarm during drain 4 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. Fluid was seen inside the pump module. The cause of the leak is unknown. The patient was assisted with canceling treatment and advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event and that fluid poured out of the cycler door once the cassette was removed. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving a draining slowly alarm and an air detected in cassette alarm during drain 4 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. Fluid was seen inside the pump module. The cause of the leak is unknown. The patient was assisted with canceling treatment and advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event and that fluid poured out of the cycler door once the cassette was removed. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.